Event description:
The customer reported that they received two "partially sealed" packages of the 87100 tubing sets. This anomaly was discovered during set up by the surgical staff. The customer described the partially sealed packages as a manufacturing defect, in that part of the seal appeared to have a "bubble" while it was being sealed and as such it was not completely sealed. Sterility was therefore, compromised. There was no patient involvement with this reported problem.

Manufacturer narrative:
The investigation determined that this nonconformance is due to a process error that occurred during manufacturing of the packaging trays at the vendor facility (perfecseal (psm) of (B)(4)). This defect is described as a "fold in the plastic, which is referred in the thermoform industry as "web". The lot of trays associated with this anomaly is no longer in stock at the vendor and/or the finished product packaging facility. In addition, samples of all current inventory of trays and finished products were inspected and no defects were detected. Furthermore, the results of this investigation support that this defect is extremely small in occurrence level (< .0007) and is easily detectable by end user; thus, does not pose any additional risks to end user or patient. A two (2) year review of complaint history shows no similar reports and there have been no serious injuries or deaths related to this nonconformance. A scar #(B)(4) has been initiated to identify and implement the necessary corrective actions to prevent future recurrences.

Manufacturer narrative:
Evaluation findings: conmed linvatec received two packages containing 87100 tubing sets for evaluation. Visual examination of the returned packages found the plastic tubs exhibited defect, which rise up and extended through the entire seal width. This defect caused an improper seal in one small area of the package between the tyvek sheet and the tub resulting in a breach of sterility. Of the lot containing 105 units, there were no other similar reports received for this item and lot number combination. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.